Event description:
A customer contacted beckman coulter inc., (bec), regarding a falsely high triglyceride (tg) result of 921mg/dl generated by the unicel dxc 600i synchron access clinical system for 1 patient sample. The high tg result was reported out of the lab. The sample was repeated the following day with a result of 64mg/dl. The report was amended. The customer stated that they were also getting intermittent suppressed tg results (no results generated) with an error flag of blank absorbance high on their qc. There was no an effect to patient treatment.

Manufacturer narrative:
Qc on the day of the event was within lab-established ranges. Bec field service engineer (fse) was dispatched to the customer site. The fse replaced the wash solution canister and tubing to the distribution valve and reagent wash station. The fse also replaced the valve for the reagent wash wheel and verified the instrument's performance. Cause of this event is unknown. Multiple parts were replaced, any of which could have caused or contributed to the event.